Event description:
It was reported that there were spots on the display of the patient's infusion device. No adverse event was reported. The infusion device was requested to be returned for product evaluation.

Manufacturer narrative:
(B)(4). The event occurred in (B)(6).